Event description:
It was reported that during the implant attempt there was noise on the lead. During the removal of the lead, the guidewire became stuck. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor had blood/fluid which created an obstruction. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism and the lead appeared damaged at implant.